Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found a complete burst in the catheter shaft, confirming the investigation for a burst. However, as the balloon was unable to be inflated due to the shaft burst, the investigation is inconclusive for the reported balloon rupture. It is unlikely that the identified burst in the catheter shaft is manufacturing related. The definitive root cause for the identified burst could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the upper arm, the pta balloon allegedly ruptured at 30 atm. The balloon was removed in its entirety through the sheath without difficulty. There was no reported detachment of balloon material nor any vessel damage. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.